Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level 500 mg/dl. Customer stated they got a signal from their insulin pump that said it was going to take 3 hours to calibrate and they got a notice later to change their sensor site it happened while they were on the golf course. It was not known if auto mode feature was active or not at the time of high blood glucose event. The insulin pump will not be returned for analysis.